Event description:
The physician was unable to pull a vacuum. He inserted the iab over the guide wire without difficulty. However, the wire went through the inner lumen and entered into the tubing of the gas lumen. The iab was removed and replaced and there were no pt complications.

Manufacturer narrative:
MFR control no. Ii97-030. The sample was returned for evaluation. The analysis indicates that the central lumen of the catheter had separated, causing a leak in the assembly. The cause of the separation can't be determined.